Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, g2.

Event description:
Patient reported left side ¿small hypoechoic structure previously noted superiorly within the left breast is stable, normal breast tissue on fna. Presumably this represents a small fatty island" - not device related. Patient later reported "there is very small amount of peri-implant fluid in the left¿. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported, ¿small hypoechoic structure. Previously noted, superiorly within the left breast is stable, normal breast tissue on fna. Presumably, this represents a small fatty island". Not device related. Patient later reported, "there is very small amount of peri-implant fluid in the left¿. This is for the left side device. The device has been explanted.